Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 052053: (B)(4) stems produced and released on (B)(6) 2006. Expiration date: 01/31/2011. No anomalies found related to the problem. To date, 41 stems of the lot have been sold without any similar issue. Lot 051147: (B)(4) liners produced and released on (B)(6) 2005. Expiration date: 08/31/2010. No anomalies found related to the problem. To date, (B)(4) liners of the lot have been sold without any similar issue. Lot 051514: 50 heads produced and released on (B)(6) /2006. Expiration date: 11/30/2010. All parameters in accordance with the specifications valid at the time of the production. To date, (B)(4) heads of the lot have been sold without any similar issue. Further investigation is included into attachment 1.

Manufacturer narrative:
On march 24, 2015 we received the communication that the codes and lots of the stem and of the liner previously received were wrong: the correct information is updated. It was also confirmed that the stem will not be returned back. Batch review on the correct lots performed on may 15, 2015: lot 051323: (B)(4) stems manufactured and released on 26 october 2005. No anomalies found related to the problem. To date, all the stems of the lot have been sold without any similar reported issue. Lot 051148: (B)(4) liners manufactured and released on november 17, 2005. No anomalies found related to the problem. To date, (B)(4) liners of the lot have been already sold without any similar reported issue.